Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that network was down due to port reset. A technical support specialist (tss) confirmed that the network issue occurred due to a port reset. The tss changed the internet protocol (ip) settings on the device to dynamic host configuration protocol (dhcp), and once the configuration was updated, all functions returned to normal and the network began operating correctly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was on disconnect mode even when everything was plugged in, user have rebooted the machine several times but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.